Manufacturer narrative:
(B)(4). Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During troubleshooting, it was found that the supply bag disconnected without falling. The technical service representative assisted the patient with clearing the alarm. The technical service representative advised the patient to start therapy over with new supplies or perform therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The reported issue could not be confirmed, but the cause was determined to be a supply bag disconnecting. Should additional relevant information become available, a supplemental report will be submitted.